Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced communication issues with epic and was in critical override mode. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with epic. A technical support specialist confirmed with the relevant team that there was no disconnected mode icon on the station. The system functioned as intended after the technical support specialist investigated the device.